Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the surgeon does not wish to return it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill fractured during a left frontal exereses/ during flap fixation. The surgeon was able to remove all parts of the drill. The procedure was completed with a new drill. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The distributor reported the surgeon did not wish to return the drill for evaluation. No product was returned and no functional tests or inspections could be performed. No pictures were provided. For these reasons, the complaint could not be verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.